Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Calcar split during implantation of definitive sleeve. Cabled up, prosthesis implanted and stable reduction. The procedure was delayed by 20-30 minutes whilst the surgeon cabled it up.

Manufacturer narrative:
Conclusion and justification status: the complaint states during hip revision [case (B)(4)] there was a calcar split during implantation of definitive sleeve. Cabled up, prosthesis implanted and stable reduction. The procedure was delayed by 20-30 minutes whilst the surgeon cabled it up. The procedure was completed successfully with no adverse event to the patient. A review of manufacturing records and complaints databases did not identify any anomalies. The returned x-ray was reviewed which was found not to be relevant to this complaint. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.